Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/07/2019. The manufacturer¿s international service technician confirmed the reported pressure and led issues. The manufacturer¿s international service technician replaced the data acquisition (da) pcba and the power switch overlay to address the reported problems. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Root cause: the customer returned da board was installed in an fi test ventilator. The pressure accuracy test which had failed per the complaint was performed and passed. The proximal pressure sensor showed a small offset but it was within the specification. No failure was found.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the ventilator failed the pressure test and that the power light emitting diode (led) was unstable. There was no patient involvement.